Event description:
Writer notified by nursing staff of peg tube malfunction. Writer observed internal piece to one of the enfit ports to be missing ,therefore not allowing the top of the port to close securely. Nursing instructed to cleanse malfunctioning port and tape top down. Alternate port is viable and will be used.